Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, concomitant medical products: zimmer biomet pectus stabilizer, catalog #: 01-3801, lot #: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00282.

Event description:
It was reported the patient underwent a revision due to bar rotation. During the surgeons rounds on post-op day three (3), the patient reported pain. Patient examination and imaging confirmed bar rotation. A re-operation was performed on post-op day three (3) to correct the rotation and add a stabilizer. No product was removed. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence suggesting the revision was performed for the stated issue and addition of the stabilizer. The products were not returned for investigation, as these parts remain implanted. It was reported that the products were implanted on 12 apr 2019 and the bar rotated 60-72 hours later. The patient reported pain and imaging showed the bar rotated, however, these images were not provided. A revision then took place to correct the rotation, therefore the complaint is confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to insufficient bar stability, the issue was corrected by adding the stabilizer as the fiber wire alone was not able to do so. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The IFU for these products (01-50-1049_reve pectus sys) states in the section titled 'warnings and precautions': the implant can become dislodged, shift, or flip as a result of improper device selection, improper stabilization, not suturing the device(s), or patient activity too soon after surgery. Even though the implant is mechanically fixed (sutured) in position, care is to be taken to assure that the device is rigidly in apposition to the area of the deformity, as demonstrated by total or partial elimination of the visible deformity. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00282-1.